Event description:
One endeavor rx drug eluting stent was deployed to the prox rca. Post-procedure, residual stenosis was 0% with timi 3 flow in the target lesion. Pt was discharged the day after the index procedure. Pt was unavailable for 30 day f/u. Approx 7 weeks after the index procedure, pt was hospitalized with in-stent coronary artery restenosis. Pt was treated with medication, diagnostic angiography and percutaneous intervention. The target lesion was revascularized using balloon only angioplasty. In the opinion of the investigator the event was severe in intensity, definitely related to the study device, possibly related to the study procedure and possibly related to the study drug. An acute stemi mi is also reported for the pt, the target lesion was involved in the event. The investigator has not assessed the relationship of the event to the study device, procedure or drug. Pt was taking study medications at the time of the events.

Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction and stenosis).